Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used in the rectum during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip deployed improperly inside the patient. However, the nature and cause of how the clip improperly deployed is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4) clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.